Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the excel 36khz straight handpiece (c2602) was hot. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Excel 36khz straight handpiece (c2602) ) was returned for evaluation: DHR review: the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the reported complaint that the device was "hot" was not confirmed. However, a fault was confirmed - handpiece housing was forced open and the transducer was twisted. Transducer, housing and o-rings will be replaced. Root cause analysis: reported failure ¿hot¿ was unconfirmed. The root cause was confirmed as hp overtorquing. Hp overtorquing is caused by: incorrect assembly and disassembly of the handpiece by the customer using the torque wrench, resulting in torque wrench misaligning the dot on the handpiece and the handpiece connector. A corrective action was implemented which verified ability for customers to execute the instructions as written in the current user manual and was verified by conducting a usability study.

Event description:
N/a.